Event description:
The user facility reported that the touch panel to their hexavue custom room rack froze during a patient procedure resulting in a short delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the usb-x inside the hexavue custom room rack's system needed to be rebooted. To resolve the issue, the technician rebooted the usb-x. The technician tested the unit, confirmed it to be operating according to specification, and returned the unit to service. No additional issues have been reported.